Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2017-12390 and 2134265-2017-12578. A 220v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During a heart stent operation, the physician failed to pull the catheter back during the procedure. Thus, automatic pullback failure occurred. However, the catheter was then pulled back manually. No patient complications were reported and the patient's status was stable.